Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. From previous checks by fse it was found that there was blood entering the machine causing some parts to have blood stains on them, so all parts must be replaced. Fse replaced assy crm english, safety disk, english and tubing, blood detect. After replacing all parts and testing the machine the device can be used normally. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4)..

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) had a blood back. There was no patient harm or injury and no adverse event reported.